Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The hcp removed the fragmented catheter from the intrathecal sac. The device will be returned to the manufacturer.

Manufacturer narrative:
Refers to the main device, other components include: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and other spasticity. On (B)(6) 2018, it was reported that the patient had a catheter fracture and a portion of the catheter was free floating in the patient's spinal column. Hcp confirmed that that this would be addressed in a separate procedure. The catheter fracture was diagnosed on (B)(6) 2017 hcp confirmed that the pump was being replaced on (B)(6) 2018 due to normal eol circumstances. No further complications were reported.

Manufacturer narrative:
Analysis of the 8598a catheter revealed the catheter broken. Analysis of the 8596sc catheter revealed no significant anomaly, sc connector damaged at explant and analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device, other components include: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the patient's healthcare provider (hcp). It was reported that the patient's fractured catheter and catheter piece in the patient's spine were removed on the date of the new pump insertion. The pump and catheter segment were given to the manufacturer's representative present at the surgery. The patient's weight at the time of the event was provided. No further complications were reported.